Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were two non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pace impedance was steady at approximately 797 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory further indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 10308 ventricular short interval counts.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and an apparent pace/sense conductor fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.